Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast right implant and developed capsular contracture. During visual evaluation of the sample it was observed to be ruptured. Crease was found in the edges of the tear. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast surgery with a 325cc smooth mentor memorygel breast implant and experienced postoperative right-sided rupture and bilateral capsular contracture baker grade unknown, confirmed by a physician. The patient experienced pain and consulted with a physician. As a result, the patient underwent explantation and replacement with non-mentor breast implants on (B)(6) 2019, where right-sided rupture was discovered. This medwatch report is for the right-sided implant.